Event description:
Related manufacturer reference number: 1627487-2019-09267; 1627487-2019-09266. It was reported that the patient had their leads and extensions replaced.

Event description:
Related manufacturer reference number: 1627487-2019-08850. It was reported that the patient had high impedance on lead contacts so the leads were replaced on (B)(6) 2019. Therapy was restored to patient post op.